Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va178zy, implanted: (B)(6) 2016, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 31-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was having their implanted system "taken out tomorrow ((B)(6) 2021) and then they were going to put a new one in". The patient stated that this was because they fell so many times they "broke all the wires". It was noted that call had ended before event date was collected and patient services attempted to call the patient back but received the patient's voicemail. Patient services left a voicemail for the patient to return their call.